Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). During the call, the pt mentioned they had severe back pain for a long time and needed back injections from their hcp that would work for maybe one week (patient services specialist (pss) understood this as their back pain was present prior to the spinal cord stimulator (scs)). Pt was scheduled today for back injections. Pss documenting reported information. Additional information was received from the patient on (B)(6) 2022. They reported that they had a device concern, their device would not stay charged and there's back pain when device is not charged. Patient stated the circumstances that led to their pain was that the device was not holding their charge. The issue was not resolved. On (B)(6) 2023 the patient (pt) reported they do not know the contributing factors. Steps taken are just keep charging every day to 100%. The issue has not been resolved as it still only holds a charge for about 24 hours.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.